Event description:
A distributor in (B)(4) reported to fisher & paykel healthcare that the connector was missing from an rt102 adult inspiratory heated breathing circuit kit. The event was detected prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the rt102 breathing circuit was visually examined for a missing connector. Results: the connector on the inspiratory tube was found to be missing. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the omission of the connector for this device is due to operator error during the packing process. The breathing circuit kit also appears to have passed visual inspection for missing components. A CAPA was implemented and new standard operating procedures put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Since these improvements, our trending data indicates a noticeable reduction in the number of events involving missing components in breathing circuit kits. (B)(4).